Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that top of the reservoir compartment was cracked and the part that the reservoir screw in a plastic piece has came off. Customer reported that reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.